Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a the device will not power on. No patient harm reported.

Manufacturer narrative:
Date of report: 09/21/2018. (B)(4). Date of manufacturer: 05/07/2018. The field service engineer replaced the power supply to resolve this issue. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.